Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was dropped to 59 mg/dl and 62 mg/dl. The customer reported that the retainer ring was fallen off and missing from three or four days ago. The customer reported that the reservoir was not able to lock in place. The customer declined troubleshooting for low blood glucose level. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.